Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, dysmenorrhea, ectopic pregnancy and multiparous. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: specimen/site. 1. Right fallopian tube. 2. Left fallopian tube. 3. Explanted right essure device. Clinical information. Desires sterilization. Diagnosis: 1. Right fallopian tube segment: benign fallopian tube segment, completely transected. 2. Left fallopian tube segment: benign fallopian tube segment, completely transected. 3. Explanted right essure device: -metal hardware (gross diagnosis only). Gross description: 1, the specimen is received in formalin labeled "right fallopian tube" and consists of a 3.7 x 0.7 x 0.7. Cm tan gray fimbriated and unremarkable fallopian tube segment. The specimen is representatively submitted in cassette 1 a. 2. The specimen is received in formalin labeled "left. Fallopian tube" and consists of a 1.7 x 0_6 x 0.6 cm tan gray non--fimbriated and unremarkable fallopian tube segment the specimen is representatively submitted in cassette 2a. 3. The specimen is received in formalin labeled "essure device, explant" and consists of a 16 x 0.05 x 0.05 cm silver-metal, thin wire. Also received are two 1.1 x 0.1 x 0.1 cm metal, thin coils. Gross description only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.